Event description:
It was reported, following an MRI the device was found in back up mode. It was noted the device was not programmed into MRI mode prior to undergoing the MRI. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.